Manufacturer narrative:
The device was returned for analysis; however, the plunger was not returned. The reported malposition of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation is unable to determine the cause of the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information it is possible the device was not deep enough and missed the vessel or the vessel was friable, however this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 lot #, expiration date. H4: manufacture date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of an unspecified vessel using the pre-close technique prior to an unspecified procedure. Reportedly, the sutures did not capture the vessel and came out of the vessel during suture retrieval. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.